Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 407 mg/dl. A correction bolus was delivered to address the bg level. Reportedly, the pump recommended the amount of units of insulin to be delivered to address bg level. However, after delivering the bolus and forgetting to consume food, the customer experienced a low bg level. The customer inquired tandem's customer technical support (cts) if there was a way to override the units that the pump recommended for the bolus. Cts educated the customer on pump features and recommended the customer consult with health care provider (hcp) regarding profile settings as the recommended units to be delivered are calculated based on the profile settings. The customer understood the information. To treat the low bg level of 48 mg/dl, the customer consumed strawberry jam. Then, due to forgetting to deliver a bolus after consuming the strawberry jam, the customer's bg level elevated to 600 mg/dl. The customer used manual injections to treat bg level. Recommendation was made to consult with hcp regarding diabetes management.